Event description:
It was reported that during a lap roux-en-y gastric by pass procedure, the surgeon fired the device across the stomach tissue with a blue cartridge and during the third stroke, the knife did not cut and no staples were fired. The surgeon then fired a fourth firing, completed the cut line and the device stapled the tissue. No unusual noise was heard and he fired plastic to plastic. There was no consequence to the patient reported.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.